Manufacturer narrative:
Approximate age of device ¿ 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported during log file analysis there was a no external power event that occurred while the lvad system was connected to the mobile power unit. During this event, there were no interruptions in pump support to the patient. Additional information was requested but not provided.

Manufacturer narrative:
The patient remains ongoing on vad support. No product was returned for evaluation. The no external power alarms were confirmed in the review of the submitted log file. Analysis of the log file showed the fixed speed was set to 9,200 rpm and the low speed limit was set to 8,800 rpm. The no external power/low battery hazard alarms were captured on 23aug2018 while the system was powered by an mpu. The voltage levels indicated that power to the mpu was lost. The pump parameters were not affected during the incidents and the system was supported by the system controller's backup battery. Review of the device history records found that this mpu was manufactured with the v-lock ac connector. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was later reported that it was unknown if the patient's mpu power cord came loose from the back of the mpu or from the wall. The vad coordinator believed the patient had a v-lock power cable for their mpu. No additional information was provided.